Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 400mg/dl while using the ilet system and was advised to perform a supply change, after which glucose improved; the user also had a cartridge/infusion set removal that did not reveal issues and no device alerts or alarms were reported. Symptoms included elevated blood glucose that improved after intervention. Outcomes included temporary interference with daily activities that resolved following troubleshooting. Investigation included customer interview and troubleshooting with education on supply change. Investigation of this case revealed no confirmed device malfunction and resolution with standard use steps. It was concluded that the cause of the hyperglycemia was unclear and that the device operated as designed following the supply change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.